Event description:
It was reported that the customers were unable to fill the insulin pump's reservoir. The customers blood glucose level was not reported. There was resistance when trying to push the plunger. One customer received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.